Event description:
The wife of a (B)(6) old male patient called zoll customer support to report that one of his batteries was not working. The patient was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery not working) has been confirmed. Upon investigation the battery cell voltages were low and the battery pack was unable to charge or power up a test monitor. The root cause for the low cell voltage and dysfunctional battery could not be positively determined. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.